Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen savvio) 20 units in morning and 20 units in the evening. Frequency, route of administration, indication for use and start date were not provided. Sometime while taking insulin lispro protamine suspension 75%/ insulin lispro 25%, he felt that it was dangerous to use his humapen because it slipped, sometimes it was smooth and he could hear a grinding in it (lot number 1503v01; (B)(4), face clutch engagement failure. He was not sure how much insulin he was getting. His blood sugars were not as expected. Information regarding corrective treatments, outcome of the events and insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was not provided. The user of the humapen and their training status was not provided. The humapen model duration of use was not provided. The reported humapen duration of use was not provided, but was less than a week. The reporter had possession of the device; return expected. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25% or the humapen. Edit 21-jul-2016: information received from internal communication on 21-jul-2016. (B)(4) reference number was processed and added to narrative accordingly. No other changes were added. Edit 10-aug-2016: upon internal review of information received on 21-jul-2016, EU/ca fields were added. No other changes were added. Edit 11-aug-2016: upon review, the EU/ca fields were updated. No other changes were made. Update 08sep2016. Additional information received 08sep2016 from the product complaint safety database. On the device tab changed device available for evaluation to yes; preliminary comment changed (complaint suggestive of reportable malfunction/incident. Will investigate further).; malfunction to yes, type company identified reportable malfunction, (cirm) , upgrade the case to serious, entered the european and canadian (EU/ca) device information, entered the device medwatch information and updated the narrative accordingly.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 03oct2016 in describe event or problem. Evaluation summary the patient reported his humapen savvio device was "slipping," and sometimes he could hear a grinding noise. The patient was not sure how much insulin he was getting. He experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured march 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A potential root cause for the "grinding noise" heard by the patient could be a failure of the spring to engage the clutch mechanism if the face clutch spring was deformed. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. A complaint history review of this batch did not identify any atypical trends with regards to dose accuracy or any additional face clutch spring issues the root cause for the use of a deformed face clutch spring would be assembly related. Corrective actions have been implemented to improve the face clutch spring gauging operation. The gauge fixture has been re-designed, acceptable springs are placed in a tray to eliminate potential tangling, and work instructions have been revised to reflect the new gauging process. These actions have been completed in q3 2016. There is no evidence of improper use or storage.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen savvio) 20 units in morning and 20 units in the evening. Frequency, route of administration, indication for use and start date were not provided. Sometime while taking insulin lispro protamine suspension 75%/ insulin lispro 25%, he felt that it was dangerous to use his humapen because it slipped, sometimes it was smooth and he could hear a grinding in it (lot number 1503v01; (B)(4)), face clutch engagement failure. He was not sure how much insulin he was getting. His blood sugars were not as expected. Information regarding corrective treatments, outcome of the events and insulin lispro protamine suspension 75%/ insulin lispro 25% treatment status was not provided. The user of the humapen and their training status was not provided. The humapen model duration of use was not provided. The reported humapen duration of use was not provided, but was less than a week. The reporter had possession of the device; device was not returned. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25% or the humapen. Edit 21-jul-2016: information received from internal communication on 21-jul-2016. (B)(4) reference number was processed and added to narrative accordingly. No other changes were added. Edit 10-aug-2016: upon internal review of information received on 21-jul-2016, EU/ca fields were added. No other changes were added. Edit 11-aug-2016: upon review, the EU/ca fields were updated. No other changes were made. Update 08sep2016. Additional information received 08sep2016 from the product complaint safety database. On the device tab changed device available for evaluation to yes; preliminary comment changed (complaint suggestive of reportable malfunction/incident. Will investigate further).; malfunction to yes, type company identified reportable malfunction, (cirm) , upgrade the case to serious, entered the european and canadian (EU/ca) device information, entered the device medwatch information and updated the narrative accordingly. Update 03oct2016. Additional information received 30sep2016 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), date of manufacture, updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.